Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic evaluation was conducted on 03/24/2023. The product and lot # was observed in one photograph #6 . Signs of clinical use and evidence of charred material was observed on the heater wire of the reported device in the photographs . In photographs #1, #2, and #4, the clear silicone insulation on the tip of the hot jaw was observed to be peeled and detached from the hot jaw. The detached silicone was not observed in any of the photographs. In photograph #3 and #5, the heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment of the heater wire from the tip of the hot jaw. The clear silicone insulation on the tip of the hot jaw in . Based on the non-return of the device as well as the photographic evaluation, the reported failures "material twisted/ bent wire" and "peeled; delaminated; jaw" were confirmed. The lot # 3000288362 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4).the hospital reported that during an endoscopic radial harvest procedure, vasoview hemopro 2 fell apart. Supporting photos were provided. Harvester was still able to cauterize with the device. Nothing broke off in the patient. The patient was affected for the first incident. The patient required an additional incision about an inch long above the original inch incision for the port to get control of an arterial branch as there was an arterial branch that was bleeding. This hasn¿t occurred before in 4 years and occurred in back to back cases though the other patient didn¿t require another incision as we caught it early. The patient and his incisions are doing well. The jaws were not open(even slightly ) while inserting or retracting the tool inside the harvesting cannula. They were put it in with the tips up and closed every time. This added time to the radial harvest portion of the procedure, but not to the overall length of the case. Finished the case with the device.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections. Corrected sections: d4--unique identifier (UDI) # corrected from (B)(4) to (B)(4). H6--investigation conclusions corrected from "22" to "12". The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted on 03/24/2023. The product and lot # was observed in one photograph #6. Signs of clinical use and evidence of charred material was observed on the heater wire of the reported device in the photographs. The clear silicone insulation of both the hot jaw and cold jaw was observed to be intact with no visual defects. In photograph #3 and #5, the heater wire was observed to be flexed away from the base of the hot jaw with detachment of the heater wire from the tip of the hot jaw. Based on the non-return of the device as well as the photographic evaluation, the reported failures "material twisted/ bent wire" was confirmed, however the reported failure "peeled; delaminated; jaw" was not confirmed. Specific actions for the reported failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a